Event description:
It was reported that at the second fitting session the audiologist noticed that all electrodes were hi. The groud path impedance was not determinable. Since the activation, the child had been responding well to acoustic signals. However recently, no more reaction was seen. The parents did not report any trauma. Testing was performed several times with pressure applied to the head, but without success.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.